Manufacturer narrative:
Patient age at time of event: 60's. (B)(4). Device evaluated by manufacturer:the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported aspiration stopped during the procedure. An angiojet® solent¿ omni catheter was being used for a deep vein thrombosis (dvt) treatment procedure in the patients left leg. The catheter was primed and aspiration was started, after about 50 seconds, the device stalled and was leaking at pump bay. The device was not able to re-prime and was exchanged for another solent omni catheter. No patient complications were reported and the case went well.